Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited high thresholds and potential non-capture. The lead remains in use. No further patient complications have been reported as a result of this event.